Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing surgery for treatment of a an unruptured amorphous aneurysm located in the left ica aneurysm supraclinoid segment. It was noted the patient's vessel tortuosity was moderate. The landing zone was measured to be 3.8 mm distal and 4.8 mm proximal. It was reported that the infinity plus guide catheter was placed in vertical petrous segment. The phenom plus was brought up to ophthalmic segment and the phenom 27 was taken into the m1. The device was flushed and per the physician's request of preflipping the ptfe sleeves was done on the back table in a bowl of hep saline. The device was then placed into the rhv and flush was again noted, then device was advanced without issue. The tip coil was unsheathed and initial 5-6mm of device was pushed out but the device did not open. The proctor suggested that load should be applied to the phenom 27 and device to get it to open. It did not respond. The proctor instructed the physician to recapture the device and try the same maneuver this time bringing the phenom plus higher. 5-6mm of device was again pushed out and it opened slightly. The decision was made to pull the phenom 27 and device down into position and in the drag and drop it was thought that the device would open on its was proximal to terminus. However this only helped slightly. The physician was instructed to give load to the 27 in hopes to coax it to open which helped but was still constrained. The physician was told to give more device as in push more out to start to come around the posterior genu thinking it would just need more out in order to respond. The device was slightly open at this point but were riding the outer curve of the genu so the physician was instructed to pull phenom 27 into the center or inner curve and then push more device. This helped around the curve and it opened more and brought the device through a stenosed dysplastic segment. At this point the distal end was not fully open so the physician was instructed to recapture the device in order to try and achieve apposition. While trying to recapture the device a jump was noticed in the tip coil proximally that brought the tip coil into the device itself about 3-5mm. The physician was notified that the device had come off of the resheathing pad and that we no longer had control of the device. There was some confusion on their parts as to what was meant because the physician could still deploy device. Upon trying to resheath again it was confirmed that it had come loose. At this point about half of the device was deployed and recapture was only deploying more device. A decision was made to pull the pusher wire out which was intact. It was discovered that the device ended up invaginating on itself and the proximal end was completely constrained. Multiple wires were tried to get into the proximal end of device without success. A 6mmx40mm solitaire was partially deployed at the proximal constrained tail in hopes to grab device and pull it down in order to fix it. This did not work. At this point the patient had started to lose flow through the ica and it was mostly shut down. Angio runs were taken of the left eca to confirm collateral flow to ophthalmic and right ica run for cross flow through the acom which patient had. After that catheters were pulled and patient woke from anesthesia. The pipeline was not used for an off-label indication and was prepared as indicated in the IFU. The middle section of the pipeline was positioned in a bend. Less than 50 percent of the pipeline had been deployed when it failed to open, and it was resheathed less than or equal to two times. The pipeline was not removed from the patient. There were patient symptoms or complications associated with this event, described as left ica partial occlusion. Dual antiplatelet therapy was administered, and the pru level was p2y12 of 57. The angiographic result post procedure showed partial left ica occlusion, with the device not apposed distally and proximally invaginated, with the proximal end not open. After deployment of device partial ica occlusion had occurred. Per the physician the ica would more than likely occlude completely or that he would go back in and coil sacrifice the patients left internal carotid artery. Ancillary devices include a 8f long sheath, stryker infinity plus guide catheter, phenom plus, phenom 27 150cm, aristotle 18 coils.